Event description:
It was reported that guidewire detachment occurred requiring additional intervention. The 22 mm long, 90% stenosed target lesion was located in the severely calcified and severely tortuous ostial circumflex with a diameter of 2.0 to 2.25 mm. A 1.25 mm rotapro and rotawire drive were selected for use. After the third ablation at 180,000 rpm distal to a 90 degree bend, the rotawire detached due to contact with the burr. The detached wire was left in place and a 1.75mm rotapro and additional rotawire were introduced to continue treatment. After three ablations at 180,000 rpm, the guidewires became entangled and the second wire detached. Per the physician, the second wire detachment was also considered to be due to contact with the burr. The entangled wires were securely compressed against the vessel wall with a non-boston scientific stent and the remaining fragments were retrieved via the normal method. The procedure was completed with a different device with no patient injury.